Event description:
Discordant advia centaur troponin ultra results were obtained on a patient sample when tested in duplicate. One result was low positive and the other was positive. Repeat testing was performed in duplicate on another advia centaur instrument and the results were positive. Repeat testing was performed again in duplicate and the results were positive. The customer reported the results as positive for all the runs. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the discordant troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.